Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat cartridges yielded star out results for lactate on a pt in the emergency. The customer used two different cartridge lots (y11147 & y11167), on two different analyzers and produced 4 star out results. The ER ran 7 cartridges and produced 3 results. Results: 3.29, 2.83, and 7.05. The results were released to a physician or caregiver. Customer states the pt expired but not due to the star out produced on the analyzer. The pt was extremely sick and the diagnosis was sepsis. Customer feels it was a pt related issue and will not be returning cartridges for investigation. Based on the I-stat results and the pt's condition there is no reason to believe that there is a product malfunction at this time.

Manufacturer narrative:
(B)(4). Add'l lot# y11167, exp 01/28/2012. Instead of results (B)(6): as stated in the I-stat system manual, stars appear in place of results if the analyzer detects that the sensor's signal is uncharacteristic. Since the sensor check is part of the I-stat quality system, an occasional result will be flagged due to a bad sensor. Other causes of this flag are improperly stored cartridges or an interfering substance in the pt's sample, either extrinsic, such as the wrong anticoagulant, or intrinsic such as medication. Also, aged samples may contain products of metabolism that can interfere with the tests. If the specimens integrity is not in question, the results that are not suppressed should be reported in the usual manner. The investigation was completed on (B)(6) 2011. Retain testing showed that product is performing to spec.